Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions."

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2009. Subsequently, it was reported that the patient underwent a revision procedure on (B)(6) 2013, to convert to an active articulation liner and to clean and pack a trochanteric cyst. The surgeon was unable to disengage the head and taper from the trunnion. The cyst was packed with bone void filler and cancellous chips and the head and taper remain implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions,¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported.¿ this report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-02014 and 1825034-2014-04298 / -04299).

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6), 2009. Subsequently, it was reported that the patient underwent a revision procedure on (B)(6), 2013 to convert to an active articulation liner and to clean and pack a trochanteric cyst. The surgeon was unable to disengage the head and taper from the trunnion. The cyst was packed with bone void filler and cancellous chips and the head and taper remain implanted. Additional information received from patient&#38112;legal counsel reports additional patient allegations of pain, soreness, discomfort, weight gain, lack of mobility and range of motion, bodily impairment, physical injury, dysfunction, elevated metal ion levels, metal poisoning, and metallosis. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.